Event description:
Reporter stated that the expiration date, printed on the strip vial label, had torn off. Additionally reported noted that the strip catalog number and lot number were partially illegible. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.